Event description:
Tachycardia, hypotension upon administration of heparin during photopheresis; transient. Dose or amount: #1. 10,000 usp units, #2. 10,000 usp units. Frequency: #1. 1, #2. 1. Route: #1. IV, #2. IV. Dates of use: #1. 2008, #2. 2008. Diagnosis or reason for use: #1. Anticoagulation for extracorporeal photopheresis. #2. Anticoagulation for extracorporeal photopheresis. Event abated after use stopped or dose reduced? #1. Yes, #2. Yes. Event reappeared after reintroduction? #1. Yes, #2. No.